Event description:
The report received from the affiliate indicated that during an interventional procedure, while preparing the cypher 2.5 x 28 mm stent for use, the physician noted the distal edge of the stent was flared. The product was not used in the patient. A different product with the same catalog/lot number was used to complete the procedure successfully. The target lesion for the procedure was the left anterior descending (lad). The lesion was reported to be: de novo, heavily calcified, highly tortuous and a 95% stenosis. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.